Manufacturer narrative:
.

Event description:
During servicing, a philips field service engineer reported that the heartstart mrx had a shock equipment malfunction. There is no indication of patient involvement.